Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. No unexpected numbers scrolling during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case on the display window corner, cracked belt clip slot and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. The customer changed the battery and then none of the buttons were responding. Blood glucose value is unknown. The customer did not recall any significant events leading to the keypad issue. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.